Event description:
It was reported that the customer's pump button frequently fell off, requiring it to be glued back on. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up by the technical support team.